Manufacturer narrative:
Date sent to the FDA: 5/19/2022.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2020 during which the surgeon noted severe adhesions to the mesh, which were taken down sharply. He lysed adhesions and excised a portion of the mesh. A small enterotomy was made into the ileum. A portion of the small bowel was then resected. It was reported that the patient experienced severe pain, dense adhesions, bowel resection, inflammation, stress and anxiety. No additional information was provided.